Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, when the iol was being loaded, the lens was dented. The product was dented, and the surgery was completed on the same day after replacing it with a new product. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).